Manufacturer narrative:
The investigation confirmed that lower than expected results were obtained from two different levels of biorad quality control fluids using the vitros bhcg and myog assays on a vitros 5600 system. The investigation determined the most likely cause was instrument related. The same quality control fluids generated acceptable performance when processed on an alternate vitros instrument on site. An ocd fe performed multiple service actions to the vitros 5600 system and following these service actions, acceptable vitros bhcg and myog performance was obtained.

Event description:
The customer obtained lower than expected results from two different levels of biorad quality control fluids using the vitros bhcg and myog assays on a vitros 5600 system. The magnitude and direction of bias breached the potential health and safety criteria for each assay. Vitros bhcg assay: biorad l1: 3.66 and 3.94 miu/l vs. The expected result of 7.71 miu/l. Vitros myog assay: biorad l2: 119.9, 73.0 and 69.9 ng/ml vs. The expected result of 151.0 ng/ml. The customer made no allegation that patient sample results were affected and there was no reported allegation of patient harm as a result of the event. (B)(4).